Event description:
On or about (B)(6) 2006, the plaintiff was implanted with an ams bioarc system with intexen for "uterine prolapse and stress urinary incontinence." It was indicated that the plaintiff's incontinence, "improved for a short period, but then recurred on or about (B)(6) 2007," and the plaintiff underwent the, "removal of the ams bioarc sp system with intexen lp," and was implanted with another MFR's sling product. It was alleged that the plaintiff, "still suffers from urinary leakage," and other issues. It was also alleged that the plaintiff has suffered serious bodily injury, mental and physical pain and suffering.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.